Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the kidney to bladder performed on (B)(6), 2023. During the procedure, when attempted to insert the stent using the positioner, the tail buckled, and was unable to insert it successfully. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code (B)(4). Captures the reportable event of stent buckled, inside the patient.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the kidney to bladder performed on (B)(6) 2023. During the procedure, when attempted to insert the stent using the positioner, the tail buckled, and was unable to insert it successfully. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft was buckled or accordion and torn. During functional inspection, it was noted that the mandrel 0.039 was loaded into the device and no resistance was felt. Magnification inspection was performed, and the shaft buckled or accordion and torn was closely observed. Additionally, the suture and positioner were not returned. No other problems with the device were noted. Taking all available information into consideration, it is possible to concluded that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being stent buckled accordion/ and stent torn. Consequently, affect the performance of the device and that confirm the complaint event reported of stent buckled material and difficult to advance. Therefore, the most probable root cause is adverse event related to the procedure.